Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A discrepancy reading issue was reported with the adc device. A caregiver reported via email that an unspecified reading issue was encountered with the sensor while a blood sugar of 2.6 mmol/l was obtained on an unspecified meter. It was further reported that the customer was found in a ¿coma¿ but no further information was reported as the reporter noted that they will call adc back with further details. As of date, no information was received from the reporter. There is no information to indicate that the device caused or contributed to the reported death.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction. Sections b5 and h10 were incorrectly documented in the initial MDR submission. These sections have been updated.

Event description:
A discrepancy reading issue was reported with the adc device. A caregiver reported via email that an unspecified reading issue was encountered with the sensor while a blood sugar of 2.6 mmol/l was obtained on an unspecified meter. It was further reported that the customer was found in a ¿coma¿ but no further information was reported as the reporter noted that they will call adc back with further details. As of date, no information was received from the reporter. There was no report of death or permanent impairment associated with this event.